Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Customer's blood glucose was 375 mg/dl. Customer changed the cartridge and insulin was resumed successfully.